Manufacturer narrative:
Device passed the displacement test, rewind, self test and a21 alarm test. No unexpected rewind anomalies noted. No unexpected a21 and a17 alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone that insulin pump had unexpected restart alarm, batteries were not long lasting and external ram crc error. Customer¿s blood glucose was unknown at the time of incident. Customer was able to clear the alarm. Customer was able to complete rewind. Troubleshooting was performed received another pump alarm after a battery change. Customer has called about the alarm received alarm twice. The insulin pump will be returned for analysis.